Manufacturer narrative:
The g2 complex will not be returned, therefore the root cause of the coils premature detachment cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that during embolization of an anterior communicating artery aneurysm the presidio microcoil ((B)(4)) felt 'gritty' when advancing in the microcatheter. Also the orbit galaxy g2 coil ((B)(4)) was advanced to the aneurysm however its embolic coil was not attached to the delivery wire. There was no reported impact to the patient, the procedure was prolonged for 10 minutes, and another brand of coil used to continue the procedure. It was visually confirmed that for both coils the introducer was seated correctly in the echelon microcatheter (details unknown) hub. When the presidio felt "gritty" it was removed from the hub of the microcatheter leaving the microcatheter in place. After noticing that there was no embolic coil on the orbit galaxy g2 delivery wire when advanced to the aneurysm, the microcatheter and the orbit galaxy g2 were removed together. When tracking the access route through the patient's vasculature the coil did not appear to be detached during transit to the aneurysm site. The same echelon microcatheter appeared to be used to continue the procedure as it is started that after the issues 2 other codman coils (details unknown) and 4 microvention coils (details unknown) were advanced through the same microcatheter without difficulty. Also, before the issues 2 orbit galaxy g2 coils (details unknown) advanced successfully without difficulty. An adequate continuous flush was maintained through the microcatheter. There was no difficulty encountered when inserting the guidewire into the microcatheter and there was no problem with resistance/kinking when inserting the microcatheter. No kinks, bends, or compressions were noted on the microcatheter. The products were stored according to labeling instructions. At the time of initial contact the devices were available for return.